Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. There were no reports of wound dehiscence reported in the pivotal ef- 11 recurrent gbm trial. In the commercial program, wound dehiscence has been reported by <1% of patients to date.

Event description:
A (B)(6) female patient with recurrent glioblastoma began optune therapy on (B)(6) 2018. On (B)(6) 2018, patient's husband reported that the resection scar was not healing (most recent surgical tumor resection on (B)(6) 2017) and that she had to undergo surgical wound revision. Optune therapy was temporarily discontinued. No further information was provided. The prescribing physician was contacted for additional information with no response.

Manufacturer narrative:
Novocure agrees with the prescribing physician that the events were related to concomitant bevacizumab. Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), prior surgery and wound dehiscence, prior radiation and underlying cancer disease affecting skin integrity. Wound infection and wound dehiscence were not reported as adverse events in the ef-11 recurrent gbm pivotal trial. In the commercial program, wound infection has been reported by <1% of patients and wound dehiscence has been reported by <1% of patients to date.

Event description:
On (B)(6) 2018, the prescribing physician provided further information on the reported event. Surgical wound revision was performed on (B)(6) 2018 for wound dehiscence. Bevacizumab was discontinued. Postoperatively, patient was treated with intravenous antibiotics (vancomycin, ceftazidime). On (B)(6) 2018, antibiotics were changed to IV ceftazidime and tobramycin. Wound cultures were positive for pseudomonas aeruginosa. Postoperative course was without complications; the patient did not show new neurological deficits and wound healing was normal. On (B)(6) 2018, PICC (peripherally inserted central venous)- line catheter was inserted to allow for discharge home on continued IV antibiotics. Patient was discharged home on (B)(6) 2018. According to the prescriber, the patient had experienced a prior episode of wound dehiscence which had been surgically treated prior to the start of bevacizumab and optune therapy. Per the prescriber, the current reported event was due to bevacizumab therapy and not related to optune therapy.